Event description:
It was reported that approx twenty days post-op, the pt presented with surgical site infection. The pt was revised and at that time it was found the closure tops were loose as well. The closure tops were replaced along with other instrumentation. No further info is available at the time of this report.

Manufacturer narrative:
Labeling review of the sequoia system indicates the product is provided non-sterile to the end user. Additionally, the instructions for use provided to the end-user includes sterilization instructions that are to be performed prior to surgical use. It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.